Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer experienced a blood glucose (bg) level in the 500's mg/dl range and trace levels of ketones. As the occlusion alarm had occurred in the past and the customer had changed their pump supplies resolving the occlusion alarm, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.